Event description:
It was reported that during a lap gastric bypass r-en-y procedure, instrument failed for no obvious reason in the middle of the case. Error #5 - instrument error. No pt consequence. Case completed with another device of the same product code.